Event description:
It was reported that during an unspecified surgical procedure, it was observed that the mechanism on the motor device was locking. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the disconnected sleeve was stuck not allowing insertion of the cutter. It was determined that this was due to broken drive shaft which was indicative of applying extreme force while in use. The assignable root cause was determined to be due to misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.